Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient had plates and screws implanted for sternal closure on (B)(6) 2010. A screw was protruding 3-4mm, so it was removed on (B)(6) 2011.